Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed the device programmed settings. This crt-p remains in service. No adverse patient effects were reported.